Event description:
It was reported that the locking device was broken. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician it was found a faulty safety lock it was also noticed that the machine gets hot. Various parts were replaced.